Manufacturer narrative:
A manufacturer representative tested the equipment. It was noted that the radiologic technologist (rt) on site had issues getting the system to perform 3d scans. The manufacturer representative remotely accessed the image acquisition system (ias) computer and found that the generator was giving an error 14. The error was cleared, but the system still wouldn¿t scan. A rad exposure was taken via x-ray application and the waveform looked exceptional. The ias application was restarted, then the system began working. The rt was able to complete all navigation calibrations without any other issues. The system then passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a generator 14 error occurred while trying to complete a navigation calibration on the imaging system. There was no patient present when this issue was observed.